Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was provided with reset instructions via email by technical support and planned to perform the reset at a later time.